Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse found that the customer was plugging in the endoscopes with the power turned on to the cv-190 all the time and the power turned on to the clv-190 sometimes. The fse advised the customer to always connect and disconnect the scopes with the power to both the cv-190 and the clv-190 turned off. The fse connected and disconnected the scopes multiple times with the power off to the cv-190 and clv-190 and there were no occurrences of the monitor not having any output. The system worked as intended consistently and the reported problem was not reproduced. Based on the results of the device evaluation and the available information, the cause of the reported problem is attributed to use error. As stated in the instructions for use, "before connecting or disconnecting the endoscope, videoscope cable, oes video converter, or camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed, and the image may not be displayed."

Event description:
A user facility reported to olympus that when the olympus 190 series scope was connected to the cv-190, there was no output to the monitor; the monitor "showed a black screen." The problem, as reported to olympus, occurred upon connection of the scope before the case began. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The timing of turning the power on is described in the instruction manual as stated below: 1 - confirm that the ventilation grills on the right side and left side panels of the video system center are not covered with dust or other materials. 2 - connect an endoscope. 3 - press the power switch of the video system center. The power indicator lights up.